Manufacturer narrative:
(B)(4).

Event description:
It was reported tha that the patient presented with complaints of heart palpitations, the right ventricular lead exhibited noise. Noise was not reproducible. The patient would be monitored.